Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that the insulin pump was exposed to moisture. Customer stated they do hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer stated the pump was not dropped. Customer stated there were not cracks in the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.